Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) leads were "pulled back" and had no slack to them. It was noted that the ra and rv leads had been poorly implanted. The ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found.